Manufacturer narrative:
Other contact person: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they suspect it may have been the mains supply socket that the unit was plugged in to. The pump was checked out fully and the batteries were charging ok. Device passed the performance and safety checks according to factory specifications.